Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise via remote monitoring system. During an urgent follow up appointment, the noise was able to be reproduced upon touching the pulse generator and device pocket. This system was then explanted and replaced. This system is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise via remote monitoring system. During an urgent follow up appointment, the noise was able to be reproduced upon touching the pulse generator and device pocket. This system was then explanted and replaced. This system is expected to be returned for analysis. No additional adverse patient effects were reported.